Event description:
On (B) (6) 2010, the lay patient contacted lifescan (lfs) alleging that her one touch ultra mini meter does not turn on. The medical surveillance specialist (mss) was able to classify the complaint based on the customer service representative (csr) documentation. The pt provided the following info: she takes insulin and self-adjusts the dosage. The product issue started on (B) (6) 2010 at 10:30 pm. Two and one-half hours after the product issue started, the pt had sweats, chills, shakes, and headache. She attempted to test with another meter and rec'd no reading because, the other meter also did not power on. She called her doctor, who advised her to call lfs. The csr documented that the subject meter battery needed to be replaced and the pt did not have a battery. The pt's product was replaced. This complaint is reported because, the pt alleges that the one touch ultra mini meter did not turn on and afterward she developed sweats, chills, and shakes.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.